Manufacturer narrative:
(B)(6). Physio-control evaluated the device and observed that the device had logged an event code into its memory for a shock not being delivered. Physio could however not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock when they used the device to resuscitate a patient in ventricular fibrillation (vf). During the first attempt to deliver a defibrillation shock, the device illuminated its service led and did not deliver the shock to the patient. The crew then powered the device off and immediately back on; two shocks were eventually administered to the patient, resulting in a return of spontaneous circulation. There was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that the device had logged an event code into its memory for a shock not being delivered. Physio could however not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. Physio-control evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. However, the customer returned the device to physio for the same issue. Physio evaluated the device's electronic patient record and key log file. From these files, it was observed that the device illuminated its service led after the first charge event and did not deliver a shock after the shock button was pressed the first time. From previous investigations it is known that a high resistance of the shock button on the main key pad is the likely cause of the intermittent issue. Physio replaced the main keypad assembly. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.